Event description:
Patient was here for IV hydration. At completion of infusion, nursing noticed leaking from the IV tubing. Nursing investigated and found a puncture in the tubing. Tubing was kept in the event the manufacture would like the tubing. Patient did receive most all of the hydration; only a small amount leaked onto the floor. Area was cleaned up appropriately.